Manufacturer narrative:
The device was returned for evaluation. Confirmed customer's complaint that the device will reset (reboot) in the middle of delivery. Device passed self test, device shut off in a middle of a protocol. Reviewed device alarm history and noticed that several power off events were present. Replaced main battery and central cpu (central processing unit). Pressed change battery softkey. Ran protocol at 200 rate for a vtbi of 200. Ran device for 1 hour. Device passed self protocol without rebooting or powering off. Probable cause defective/worn cpu and main battery.

Event description:
The customer reported that a plum 360 intermittently stops infusing during infusion and will reset itself. It is unknown if how long the device has been charging prior to the event. There was patient involvement and no adverse event. The therapy was resumed on the replacement pump.